Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of experiencing low blood glucose of 32 mg/dl and had to go to the hospital. Customer did not give any further information. It was unknown whether the customer was using automode at the time of reported event. Insulin pump is not expected to return for failure analysis.